Event description:
The customer reported that the heartstart xl was unable to acquire a pads ECG waveform. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.